Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11515. It was reported the patient had received the letter regarding heating while charging. The patient's wife reported the patient had not received effective stimulation after implant. The patient went to a different physician and an x-ray was performed. It was reported the patient only had one lead, and believed he received two leads. The new physician opted to provide the patient with a pain pump. The wife reported the patient had the scs system explanted. It was reported the patient was well postoperative. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.